Event description:
A peritoneal dialysis (pd) patient's caretaker reported that after completing treatment the patient found fluid in the pump module area of the cycler. There was an air detected in cassette warning during an unspecified phase of treatment. In a follow up call, the caretaker verified there was no harm, intervention or adverse event due to the fluid leak. The caretaker dried out the cycler and continued to use it. The cycler is still being used by the patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that after completing treatment the patient found fluid in the pump module area of the cycler. There was an air detected in cassette warning during an unspecified phase of treatment. In a follow up call, the caretaker verified there was no harm, intervention or adverse event due to the fluid leak. The caretaker dried out the cycler and continued to use it. The cycler is still being used by the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.